Manufacturer narrative:
The insulin pump was received with no escape and up button response due to corroded keypad traces. All operating currents are normal. No blank display, display anomaly or damage inside pump noted. The pump was received with cracked on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer took off the batteries and cap and set the pump for 24 hours. The customer stated that all the buttons were sensitive and the screen did not have any display. No further information was provided.